Event description:
It was reported that upon opening the package of the 2.0x12 mm mini trek balloon dilatation catheter, the shaft was noted to be kinked. There was no device use or patient involvement. Another same size mini trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified a separation on the hypotube. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
The device was received. Visual inspection was performed on the returned device. The reported kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incidents/complaints review, there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported kink; however, a shaft separation was noted which appears to be related to operational circumstance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.